Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that machine does not boot up. The fse confirmed that there was issue with cable connection. The fse reset the relevant cable connections and restarted the system. After restart the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the azurion machine did not boot up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The field service engineer (fse) checked and reseated connections and the system was returned to use in good working order. Philips has continue to investigate of the complaint.